Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Product not returned for evaluation. No replacement product needed at this time. Product is working as designed. Most likely underlying root cause: mlc-18: user has high glucose value. Test strip UDI#(B)(4). Note: manufacturer contacted customer on (B)(4) 2018 in a follow-up call to ensure the customer's condition since the initial call; customer's condition has improved, and customer is no longer experiencing symptoms. On (B)(6) 2018 customer went to the hospital and was diagnosed with hyperglycemia (458mg/dl non-fasting). Customer was treated with insulin: novolog. Customer is now taking novolog, lantus and metformin again customer states she previously stopped taking her medications. Her novolog is now on a sliding scale. Customer was discharged the same day. Customer states she feels comfortable with product.

Event description:
Consumer reported complaint for hi display. The expected fasting blood glucose test result range is undisclosed. Customer did report symptoms of excessive thirst and fatigue. No medical attention reported at the time of the call as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. During the call on (B)(6) 2018, a back to back blood test was not performed. The test strip lot manufacturer's expiration date is 12/28/2018 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.